Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation. The reported complaint cannot be confirmed.   A manufacturing record review was conducted. The device was manufactured according to specifications. The device was released according to specification. There is no associated deviation or non-conformity report related to this complaint. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of a zlb00 intraocular lens (iol), the iol tore at the location where haptic meets the optic. Reportedly, the tear looked like a capsule material initially but once iol unfolded, the tear was confirmed. Patient is doing fine. No further information was provided.